Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00059. It was reported the patient ((B)(6)) experienced overstimulation from the sca system on at least two separate occasions. These events reportedly resulted in breathing difficulty. The patient denies engaging in any sudden movement which may have attributed to this matter and reports that she was lying down when the most recent episode occurred. A diagnostic test was taken for further interrogation; however, impedance readings were found to be within specifications. In an effort to resolve this matter, adjustments were made to the patient's program settings. No further recurrence has been reported to date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.